Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that centrella med-surg had head section of the bed moving up and down by itself. This occurred during patient use. There is no patient injury or medical intervention associated with this event.